Manufacturer narrative:
The customer reported having a charge button failure. The unit was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.

Event description:
The customer reported having a charge button failure.